Event description:
An attempt was made to use an assurant cobalt iliac balloon-expandable stent system in a patient. The target lesion, locate in the right common iliac artery exhibited little calcification and moderate stenosis (60%). It was reported that the lesion was not pre-dilated. The device was not inspected prior to use; resistance was noted when advancing the device to the lesion and when attempting to cross the lesion the stent came off the balloon. A wire was used to cross the stent and a smaller balloon successfully expanded the stent in the correct place. No patient complications were reported.

Event description:
Procedural images were provided for review. Review of the images provided appear to show a resistant part of the lesion which may have impacted on the stent securement during delivery.

Manufacturer narrative:
(B)(4). Results: patient's condition affected effectiveness of device (patient lesion morphology); failure to follow instructions (device was not inspected prior to use); user/device interface (device was not inspected prior to use); inherent risk of the procedure (stent emboli (dislodgement). Conclusion: device failure/lack of effectiveness related to patient condition (patient lesion morphology); known inherent risk of procedure (stent emboli (dislodgement). Two lot numbers were provided from the field regarding this complaint (0006058612 and 0006174637). The physician was unable to confirm which lot number was the relevant number for this complaint. Manufacturing and expiry dates are as follows: 0006058612, mfg date: 2012-01-31, exp date: 2014-01-30; 0006174637, mfg date: 2012-05-23, exp date: 2014-02-23.